Event description:
Bayer healthcare received customer complaint that the rapidlab 860 blood gas analyzer gave elevated glucose results on samples from four pts. Acting on the results the medical staff increased the insulin levels being given. Each time checking the glucose on the rl 860 and finding it elevated. Samples were checked with glucometer (results showed very low glucose) and treatment was reversed.